Event description:
It was reported that a malfunction alarm occurred. Prior to the malfunction alarm the customer reported the pump came into contact with water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.